Event description:
In december an epidural was placed. In later february, early march, erythema and discomfort developed around the pouch. It began to drain and was cultured for staph aureus. On 3/11/97 the device was removed.